Event description:
It was reported by the patient that "one of the leads came loose and they had to go back in." It was later determined that the left ventricular [lv] lead had been explanted and replaced one week post-implant. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that "one of the leads came loose and they had to go back in." It was later determined that the left ventricular [lv] lead had been explanted and replaced one week post-implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.